Event description:
It was reported that while the patient was receiving ventilation in nava (neurally adjusted ventilatory assist) mode with an edi catheter in place, a gastric perforation occurred. Surgical intervention was required. The final patient outcome was reported as no harm. Manufacturer¿s ref #: (B)(4).